Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Failed battery test not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that the insulin pump received battery failed alarm even after inserting new batteries. Customer stated that the battery cap undamaged, not corroded and contact was not missing. Customer stated that the insulin pump was not dropped or exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.